Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for 77850 with the incident lot was not observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for 77850 was not observed as all samples met specifications.

Event description:
It was reported that the bd vacutainer® blood transfer device holder with female luer adapter connection to the syringe was loose.